Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify rewind anomaly and weak signal alarm due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to press buttons twice and piston sounds louder during rewind. The insulin pump will not be returned for analysis.